Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in-clinic. It was noted that the patient experienced atrial fibrillation, which was induced by competitive atrial pacing resulting in auto mode switch episodes observed on the pulse generator. Programming modifications were discussed. No further information was reported.